Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. A labeling review could not be performed since no material number was provided. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient had an infection while using the purewick acute disposable in the hospital. It was unknown what medical intervention was reported for infection. Per customer follow up received via phone on (B)(6) 2024, it was reported that they did not have a unit at home. Customer ended with a urinary tract infection while using the purewick in the hospital. The doctor prescribed antibiotics.